Event description:
It was reported that the ventilator generated alarms indicating insufficient ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The investigation is based on the information, images, and records that have been received. A similar scenario has been replicated in our lab when a gas module is not properly secured and becomes loose. The gas module then delivers no flow, resulting in 0 ml of volume and 1 cm h2o in peep. (No flow equals very low peep level). The claimed occurrence could not be replicated in any other manner. The exact behavior depends on the o2 concentration. This could be a temporary issue, meaning that it works some of the time but stops operating when there is a gap. There is a claim that the problem was resolved when the software was reinstalled. However, this issue is not due to sw installation; rather, the ventilator has most likely been repaired, and the gap is no longer present. The received test log revealed that a successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The exact configuration of the gas modules at the time in question cannot be definitively established; however, this is most likely due to that the gas module was not properly secured. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI). D1 - brand name - previous brand name: servo-u, corrected brand name: base unit servo-u. D4 - version or model # - previous version or model #: servo-u, corrected version or model #: 6694800. D4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4).